Event description:
Per independent repair center statement, unit is alarming or red light. The key failure was that the rexroth valve was stuck. Other issues were that the valve on the popper kit was not shifting, and the tubing tie wraps were leaking.